Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump alarmed during the displacement test due to moisture damage to the force sensor resistor. The insulin pump was received with a corroded motor assembly and a corroded electronic assembly. No battery alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer reported that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen underneath the lcd display screen. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 100 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.